Event description:
It was reported during the scs trial procedure when the physician attempted to place the second lead, a wet tap occurred. The physician removed the implanted lead and aborted the case. The pt remained asymptomatic.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.